Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient perceived a decrease in her hearing performance since (B)(6) 2011. The clinic audiologist tried to solve the problem by re-fitting the patient, but the situation remained. During the last months, the patient reported about long periods during a day, when the implant was not functional. These periods became longer. Testing shows that the device has malfunctioned.